Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room following an unresponsive episode at his home where the patient's wife performed CPR. A remote interrogation was performed which showed no recent events in the logbook and good lead measurements. It was noted that the patient is three percent ventricular paced and the presenting electrogram showed an intrinsic rhythm that appeared to be atrial fibrillation (af) with variable condition. It was also noted that the patient has bundle branch block. Boston scientific technical services (ts) stated since the lowest ventricular tachycardia (vt) detect rate was 180 if the patient had vt below that rate nothing would be stored in the implantable cardioverter defibrillator (ICD). The cause of the syncopal episode remains unknown and the ICD remains in service. No additional adverse patient effects were reported.